Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent psf surgery for pyogenic spondylitis. Post-op, a screw at most caudal side was back-out because instability at the anterior side due to pyogenic spondylitis and kyphosis was worsened. Revision surgery was operated. Initial surgery: levels implanted are unknown as upper and lower vertebrae weren't displayed in x-ray image. Sales rep commented it's maybe th3/8. Both screws at th8 backed out and it led to revision. Revision surgery: 4.75 screws were removed. Lot# of the back-out screw is unknown. The product cannot be returned as it returned to the patient. Bone union was not achieved. Surgeon's comment: the cause of the event is that the patient didn't have anterior stability due to pyogenic spondylitis and not because of the implant used.